Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said she had to have surgery to move her ins from her belt line to her ribcage area as the ins was starting to stick out of her skin because the belt line shifted it. The patient said they realized the ins needed to be moved probably 3 months ago. The patient said the surgery was not this past thursday, it was the following wednesday. The patient did not give a clear date. No further complications were reported. No additional patient symptoms were reported.